Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches.insulin pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 486 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller noticed pump physical damage an unknown pump error. Troubleshooting was not completed as the caller did not have the pump in their possession. The customer had a low on (B)(6) 2019 which they used food to treat. The customer was hospitalized on (B)(6) 2019 due to a high of over 360 mg/dl. The customer was given extra insulin and wound up going low. The insulin pump will be returned for analysis.